Event description:
Reporter indicated that vns patient recently experienced an increase in seizure activity and that use of the magnet did not work to abort the seizures. Xanax was administered to stop the seizures. It was reported that since vns implant, the patient only had "a few seizures per week",but that patient recently experienced 13 seizures in one day. It was reported that the patient had "multiple" seizures prior to vns implant.investigation to date has been unable to determine whether the increase in seizure activity was an increase above pre-vns baseline frequency or simply an increase above previous efficacy with the vns therapy. The patient is scheduled to follow-up with their neurologist.